Event description:
An international distributor reported that their customer's AED's battery was depleted; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.